Event description:
It was reported that the patient presented for lead revision procedure. Upon pre-operation interrogation, it was discovered that the patient's right ventricular (rv) lead exhibited high capture threshold that led to battery drainage. Furthermore, the rv lead had micro-dislodged which was confirmed via x-ray. Therefore, the physician elected to explant and replace the lead. It was noted that the rv lead had also previously been revised. The patient was in stable condition.